Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2012; 4194 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient indicated that the device was not 'hooked up properly.' It was further reported that the left ventricular (lv) lead was found to have moved out of position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient indicated that the device was not 'hooked up properly.' Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.